Event description:
This event was reported as valve explanted at implant due to tee showing leaking; no further information was provided. This medwatch event being reported due to probable extended surgery time encountered.